Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9805p, serial number/date code and age of product are unknown. The owner's manual part number 1024492 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's son called stating that when his father was being lifted from his bed a bolt allegedly snapped on the lift. The location of said bolt is unknown. The rubber grips on the swivel bar are allegedly ripped. No injury alleged.

Event description:
Customer alleged during process of picking up from bed, the bolt on the lift snapped. Customer also alleges the rubber grips on the swivel bar are ripped. No injury alleged.